Event description:
Gradual issue, initially lock was reported to be working intermittently and was serviced. One week later the lock was not holding the pin at all and was replaced.

Manufacturer narrative:
Product had been in use for 6 months when complaint was filed due to lock/release failure. Patient stumbled but did not fall or sustain injuries. Product was not returned for investigation since it had been discarded. Unhardened guide plate likely contributed to premature wear of lock, CAPA is in progress and product improvements have been implemented. Failing lock can lead to serious injury, but issue is expected to be discovered by the user before becoming hazardous as the wear occurs gradually over time and change in use of the locking mechanism is likely to be noticed by the user. Instructions for use indicates a warning for change or loss in device functionality, and to contact a clinician when this occurs. The majority of claims regarding this issue were not associated with an incident, but discovered in a timely manner.